Manufacturer narrative:
According to the customer, "she was taking shower and the leg collapsed" causing her to fall. The customer reported that "she was able to grab herself to avoid major injuries", but "she had bruise on her bottom". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "she was taking shower and the leg collapsed" causing her to fall. The customer reported that "she was able to grab herself to avoid major injuries", but "she had bruise on her bottom".